Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective motherboard could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the customer¿s allegations were confirmed and found to be caused by a defective motherboard. In addition, the front panel had damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when the high flow insufflation unit was powered on in the morning, prior to use, it went into alarm immediately and then shut down. There were no reports of patient harm associated with this event.